Manufacturer narrative:
Additional information: h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least one intravia container had small wispy strands (approximately 0.25 inches) in length were observed floating in the container after fluid had been added. It was further mentioned that "the strands appeared to be plastic". There was no patient involvement. No additional information is available.